Event description:
It was reported that an uneventful novasure procedure was performed on (B)(6)2010. A post-ablation hysteroscopy noted a perforation at the fundus. No treatment was provided for the perforation and the pt was discharged home. On (B)(6)2010, the pt was seen on follow-up and was reported to be "ok". A dilatation and sounding with a metal sound (not a hologic device) was performed prior to the novasure procedure and a hysteroscopy was performed post-ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).